Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the jaws of the device would no longer open after sealing the short gastric artery. Upon removal of the device, the vessel became torn and this caused bleeding. The bleeding was less than 500cc and was controlled by ligation. The surgeon converted the surgery from laparoscopic to open and the operating time was extended by more than 30 minutes. The surgeon noted that the issue was a result of not cleaning the device enough. The pt status was reported as being good. There are no further details on the pt.